Manufacturer narrative:
Power cord missing ground prong, siderail timing link too tight.

Event description:
It was reported by service report that the siderail would not lock in the upright position and the power cord was missing the power prong. No patient involvement or adverse consequences are reported.